Event description:
It was reported that the patient underwent a procedure for implant of an artificial cervical disc at c5-c6. At 36 months post-op, x-rays showed the upper locking screw was prominent. At 46 months post-op, x-rays showed the upper locking screw unlocked and sitting adjacent to the plate. No additional treatment was provided. No adverse outcomes were reported.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned for evaluation.